Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient, it was noted on fluoroscopy that the iab has not opened at the distal end. The intra-aortic balloon pump also alarmed for "high pressure". The patient received iab therapy for a couple of hours before the md decided to remove the iab due to no pulses present in lower extremity (pre-exiting condition). As a result, the iab was removed, and patient has been stable after removal. There was no report of patient complication or serious injury and death.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient, it was noted on fluoroscopy that the iab has not opened at the distal end. The intra-aortic balloon pump also alarmed for "high pressure". The patient received iab therapy for a couple of hours before the md decided to remove the iab due to no pulses present in lower extremity (pre-exiting condition). As a result, the iab was removed, and patient has been stable after removal. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint that the "iab have not opened at the distal end" is confirmed. The customer picture provided with the complaint report indicates that the balloon was not fully inflated near the distal end of the balloon membrane. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.